Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and receiver on (B)(6) 2016. Patient was advised to reset the device and call back if the reset fails. No injury or medical intervention was reported.